Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause of the procedure cancelled due to image blackout could not be identified. The event can be detected by following the instructions for use which state: "- inspection of the endoscopic image - important information - please read before use - spare equipment - be sure to prepare another endoscope to avoid interruption of the examination due to equipment failure or malfunction." Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed there was no death, injury, or infection. There were no error message that may have been observed as a result of the failure. There was patient involvement. The procedure was canceled due to the scope not producing an image. The condition of the patient impacted by the event is unknown. It is unknown if the procedure had to be completed with another device. The procedure was bronchoscopy with lavage. It is unknown if the reported problem affected the diagnostic or therapeutic outcome of the procedure. It is unknown if any medical intervention was required because of the reported problem. There were no other devices connected to the subject device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device evaluation found the forceps and cleaning brush could not be inserted nor removed. The light guide bundle was broken. The distal end, distal end adhesive, insertion tube and light guide tube were non-olympus. All parts were repaired and brought up to olympus standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the evis exera iii bronchovideoscope had unrestorable no image. No error code was received. The issue was found during preparation for use for a bronchoscopy procedure. The procedure was cancelled. There were no reports of patient harm.